Event description:
Philips received a complaint on the heartstart xl+ indicating that the external paddles had surface damage. There was no patient involvement. The customer worked with the rse. The evaluation concluded the device needs new paddles. The new external paddles were installed by the customer which resolved the problem. No further actions are required. Based on the information available and the cause of the reported problem was the external paddles. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.